Manufacturer narrative:
H10: h2: additional information on d9 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the drill is fractured away from the shaft. There is debris on the device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on b1, d2a., d3 and g4. This report was inadvertently submitted under manufacturer report number "1219602" , correct manufacturer report number is "3006524618".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an anterior talofibular ligament repair procedure, the drill of distal tip of the "1.8mm q-fix suture anchor" interfered with the drill guide, about 10mm of the drill tip was broken inside the body. All the broken pieces were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.